Manufacturer narrative:
Physio-control further evaluated the device, but could not duplicate the failure to power on. The device hesitated before powering on, but it did eventually complete its boot cycle. It was observed that the real time clock on the main pcb assembly did not keep the time or date in its memory. The main pcb assembly was then evaluated. It was observed that the real time clock (integrated circuit (ic) chip, designator u14, located on the main pcb assembly) would not keep the time or date. A test part was installed, and proper device operation was observed through functional and performance testing. The device did power on, and a cause of the reported issue of the device not powering on, could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. Upon device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.